Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted. Therefore, the information contained herein was based on the information provided by the initial reporter. We conducted a performance test on three (3) retained catheters from the same lot (712011) involved in this incident. The tensile strength of the "mid-body" and "infusion" segment was tested, and the results were found to be within acceptable limits. It is noteworthy that the patient in this incident reported, that she experienced a little discomfort and that the catheter was extremely resistant while pulling. The patient guidelines states: 'it should be easy to remove and not painful. Do not tug or quickly pull on the catheter during removal. If it becomes hard to remove or stretches, then stop. Call your doctor. Continued pulling could break the catheter'. This resulted in the catheter breaking. Based on this information, the technique used during the removal of the catheter may have contributed to the reported incident. The post market surveillance risk management has shown that the catheter breaks are occurring within the estimated risks range. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Five (5) days post meniscus repair, performed in 2007, the catheter broke while being removed by the patient's husband. The estimated length of the broken segment was three (3) inches. The remnant segment was removed seven days later. The patient was currently reported as doing fine.